Event description:
Reportedly the physician received a remote alert concerning a low right ventricular lead impedance on (B)(6) 2017. During the follow up dated of (B)(6) 2017, the device interrogation revealed a right ventricular lead impedance around 390 ohm with a decreasing trend. Right ventricular lead continuity was around 300 ohm with decreasing trend. The physician observed an increasing if the right ventricular threshold and oversensing was reproduced with cough.